Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: multiple pump error 53 and 2. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unit passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 and 2 alarms were found on (B)(6) 2021. File ID=26 line ID=1474. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 was cause by bum corruption. Esf# (B)(4). Problem isolated to electronic assemblies. Force sensor zero offset within spec (23.0mv). No physical damage noted during visual inspection. In conclusion customer allegation were confirm using download history data. Problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump error alarm. Customer was able to clear the alarm nd rewind the insulin pump. The self test was passed. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue the use of device.